Manufacturer narrative:
Corrected information were provided in d1 and d4. Upon review, the brand name, and serial number have been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury (arrhythmia/asystole) was unable to be determined due to insufficient clinical details. The cause of the hemolysis cannot be determined since no product or data logs were returned and insufficient clinical details were provided.

Event description:
A 74 year old female patient presented at outside hospital with shortness of breath. Patient transferred for surgical evaluation. Surgical turndown referred for high-risk angioplasty procedure with impella cp support. Ventricular standstill, decreased hemoglobin and hematocrit, and hemolysis were noted. Red blood cell transfusion was performed for low hemoglobin and hematocrit. Medication was administered to increase the patient¿s heart rate. During complex procedure on left anterior artery, patient lost all contractility, and procedure stopped. Support continued for 4 days, then family withdrew care. It is unlikely that the device contributed to the outcome given the patient¿s severe underlying clinical condition.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.